Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the consumer hadn't been able to charge for a couple of years, no communication could be established with multiple external devices, and the implantable neurostimulator (ins) was overdischarged. A physician mode recharge (pmr) was performed and it was reviewed the power on reset (por) would need to be cleared prior to the consumer going home after meeting with the rep. After the pmr was performed it allowed the consumer to charge the ins, but it kept going back into overdischarge, and was unable to be recovered. At the current time the consumer was working their hospital to figure out when and where they could go for a consult to determine a replacement opportunity. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.